Event description:
It was reported that there was a thread-like foreign matter present on the device. A 190cm filterwire ez was selected for use. During preparation, it was noted that a thread-like foreign matter was found in the filter bag. The procedure was completed with another of the same device. There were no patient complications reported.